Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, first day after surgery, the patient described their vision was looking like through a smudge of vaseline in both eyes. So, the patient had laser surgery. Additionally, the patient underwent many neuro studies and scan showed negative results (did not have occipital glioma or eye related multiple sclerosis). Furthermore, all eye examination showed normal results and there was no eye pain, but nothing was clear. Additional information has been requested, yet no new information received. There are two medical reports associated with this patient. This file belongs to left eye.